Manufacturer narrative:
Zimmer biomet complaint (B)(4). Reporting source: foreign - japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the screw fractured at the tip when the surgeon attempted to insert it in the skull. The tip remained in the patient's bone. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d9; g3; g6; h1; h2; h3; h6; h10 a visual inspection was conducted on the returned screw. The screw shows sings of attempted use including marking on the screw head. The screw has fractured where the screw head meets the screw shaft. The tip was retained by the patient. Medical records were not provided. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.